Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation, stent embolism). Patient¿s condition affected effectiveness of the device (lesion morphology ¿ 80% stenosis, moderate tortuosity and severe calcification). (No device received for evaluation). No results available since no evaluation was performed (device or procedural notes not returned for evaluation). Evaluation conclusions: known inherent risk of a procedure (stent deformation, stent embolism). Device failure related to patient condition (lesion morphology ¿ 80% stenosis, moderate tortuosity and severe calcification). Unable to confirm complaint (device or procedural notes not returned for evaluation). Device not returned. (B)(4).

Event description:
Cine image review: cardioangiogram (cag) image shows the guide catheter and guide wire in the vessel in the first image. Cag shows evidence of two guide wires in the vessel. The vessels appear tortuous with severe calcification. The cag appears to show a poba device on the guide catheter. The balloon is entering the vessel to pre-dilate the vessel. Further images show the vessel being pre-dilated. Image 6 shows what is most likely the resolute integrity stent (2.25x26mm) being positioned in the vessel. Image number 7 shows the attempt to deploy the stent in the vessel. The stent does not appear to fully deploy and does not appear to be located between the markerbands, indicating it was dislodged from the delivery system. Image 8 shows after the failure of the stent to deliver, the stent, delivery system and the guide wire being retracted into the guide catheter. Image 9 shows the tip of the guide wire remaining in the vessel. Image number 10 shows a device unknown if it was a stent or balloon attempting to advance in the vessel. Image 11 shows an attempt to advance a stent and from the images it appears that the stent was meeting with resistance during advancement. Image 12 shows the stent in the vessel but the stent is not positioned between the marker bands of the balloon. This would indicate that the stent has moved from its original position on the balloon. This stent appears to be the resolute integrity 2.25x14mm. The image number 13 shows the stent when deployed in the vessel does not appear fully deployed. The tip of the guide wire remains in the vessel. Image 14 appears to show the balloon of the device post dilating the stent in-situ in the vessel.

Event description:
The physician attempted to use two resolute integrity drug eluting stents to treat a lesion in the proximal lad with 80% stenosis, moderate tortuosity and severe calcification. Both devices were removed from packaging and inspected with no issues noted. It is reported that resistance was encountered when advancing the resolute integrity des (2.25 x 26mm) and the stent deformed in vivo during positioning. The stent embolized and elongated while attempting to deliver through severe calcium. When the stent deformation was observed, the guide catheter, stent and ptca wire were removed simultaneously. The deformed stent was in the guide catheter when the guide catheter was removed from the patient. It is reported that the stent dislodgement occurred during delivery to or at the lesion. This device will not be returned as the device was discarded by the customer. It is reported that resistance was encountered when advancing the resolute integrity des (2.25 x 14mm) and the stent dislodged during delivery to or at the lesion also. The embolized stent was deployed in the lad. Therefore the device will not be returned for analysis. It is reported that the patient is doing fine and was discharged from hospital.